Manufacturer narrative:
The ventilator was investigated on-site. The reported failure was confirmed. It was also found that the ventilator failed the pressure transducer test during pre-use check. Parts were ordered to continue investigation, however before investigation was to be completed the customer canceled the service order. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator had an o2 sensor error and that the battery test during pre-use check failed. There was no patient involvement. Manufacturer's reference #: (B)(4).